Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that during the attempted implant of this lead, the physician reported the lead was not exhibiting pacing as intended. The lead was removed and is expected to be returned. No adverse effects were reported.